Event description:
It was reported when using the bd vacutainer® k2e 7.2mg plus blood collection tube the shield/cap stopper is different color/shade or faded. The following information was provided by the initial reporter. The customer stated: the "tube has a lime green cap instead of pink."

Manufacturer narrative:
Investigation summary: bd had not received samples, but one photo was provided for investigation. The photo was reviewed and the indicated failure mode for incorrect cap color was observed. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and the issue of incorrect cap color was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode incorrect cap color. Bd was not able to identify a root cause for the indicated failure mode.